Manufacturer narrative:
D10 concomitant product: unknown endo gia sulu (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the instrument did not fire. The stapler jammed when fired. Attempts were made to change the cartridge, but it remained jammed. The problem was only solved after replacing the cartridge. The same handle was used when the issue was resolved. There was no patient injury. Medtronic's initial evaluation of the incident that the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up.